Event description:
The perfusionist was informed by the ICU nurse that there was blood in the iab tubing. The dr. Was informed and the balloon was removed. The pt maintained adequate hemodynamics without iabp support. A second iab was not inserted. (Event complications: none from the event-reported 7/23/97.) (Pt's current status: stable-rpt'd 7/23/97.)